Event description:
It was reported that radio frequency heads were not working with the programmer. It was also reported the programmer is inconsistent in recognizing and interrogating devices. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that radio frequency heads were not working with the programmer. It was also reported the programmer is inconsistent in recognizing and interrogating devices. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the programmer is inconsistent in recognizing and interrogating device. Analysis found a loose radio frequency connector on the links electronic module.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.